Event description:
A patient's catheter was removed due to infection. The pump was left in place. The patient was noted to have had a fever and meningitis. The patient's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).